Event description:
It was reported that the patient had an inflatable penile prosthesis cylinders and pump removed and replaced due to ballooning (swelling) while the patient inflates the device and pump malfunctions. No further patient complications were reported in relation to this event. No further information available.

Manufacturer narrative:
Boston scientific has identified a duplicate report of this event has been submitted. This event was initially submitted to FDA via (exemption e1997037) asr report q2 2018 - report identification number (B)(4).

Event description:
It was reported that the patient had an inflatable penile prosthesis cylinders and pump removed and replaced due to ballooning (swelling) while the patient inflates and deflates the device and pump malfunctions. Boston scientific has identified a duplicate report of this event has been submitted. This event was initially submitted to FDA via (exemption e1997037) asr report q2 2018 - report identification number (B)(4).